Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. During the scheduled surgical procedure on (B)(6) 2025, the physician decided to retain the rv lead with programming changes done to turn off the rv lead sensing. The patient was in stable condition.